Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device shows the device is used. The drill bit is fractured. The lower drill bit is stuck in the drill guide. The blue drill stop and the upper drill bit are separated. The dowel pin is still in the drill stop. A functional test is not possible due to the drill guide being stuck. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the clinical root cause of the reported events cannot be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) improper alignment of the handle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during, a shoulder stabilization/labral repair surgery, when the drill from the disposable q-fix kit was inserted into the drill guide, it got stuck, it did not make contact with the bone. While attempting to the remove the drill from the drill guide, a plastic component from the drill broke, all pieces were removed. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during right shoulder stabilization/labral repair surgery, internal to the patient, when the drill from the disposable kit was inserted into the drill guide, it got stuck, therefore it was unable to make contact with the bone. While attempting to the remove the drill from the drill guide, a plastic component from the drill broke. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found that mishandling the device can result in failure. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.